Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex e, f, a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the patient was on amiodarone drip. Loading dose was given once, per mar order. Continuous amiodarone infusion started and should have been given over approximately 6 hours, however, the infusion was complete within 2 hours. Rechecked the channel and brain to verify correct infusion rate was programmed. Both were programmed correctly. Another bag of amiodarone was set up to again infuse over 6 hours and was completed within 2 hours once again. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the patient was on amiodarone drip. Loading dose was given once, per mar order. Continuous amiodarone infusion started and should have been given over approximately 6 hours, however, the infusion was complete within 2 hours. Rechecked the channel and brain to verify correct infusion rate was programmed. Both were programmed correctly. Another bag of amiodarone was set up to again infuse over 6 hours and was completed within 2 hours once again. There was patient involvement, but impact was unknown.